Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, a patient underwent explant of their 23mm sapien 3 ultra valve in the aortic position approximately 3 years and 6.5 months post tavr procedure and replaced with an edwards 23mm inspiris surgical valve. The visual report of the explanted valve is that the valve had normal endothelialization without calcification, pannus, or thrombus and was sent to pathology. The failure mode was stenosis with a report of a mean gradient of almost 100 mmhg and peak velocity of 6 m/sec. The cardiology team noted that one year ago the mean gradient was 20mmhg and had been stable after the initial implant for the first 3 years. The mechanism of the stenosis may be under-expansion as there is no other obvious cause. The original implant angio imaging was reviewed by the fcs and it was noticed that they did not remove volume from the delivery system and the team post-dilated the valve at the time of implant. The patient tolerated the procedure well and was stable.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients was confirmed based on the provided information. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.